Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not continue pacing for its expected amount of time when the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed functional testing and the event was recreated during bench testing. It was also noted that the upper case, lower case and battery drawer was broken, and the knobs were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.